Manufacturer narrative:
(B)(4).

Event description:
The pt felt a severe surge or overstimulation sensation affecting left side therapy when he reached into a pond with his right hand. He turned his implantable neurostimulator off and the sensation went away. His health care professional measured the impedances and checked his programming but everything appeared fine. Palpation did not cause stimulation changes. Additional info has been requested, a f/u report will be sent if additional info becomes available.